Event description:
The below report was received by health authority tga (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("could not find any coils inside of fallopian tubes") and device breakage ("during removal, ended up fragmenting the coils inside of her") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("she thinks she still has fragments inside of her because of the pain"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and pelvic pain ("chronic pain / pain every day was getting worse"). The patient was treated with suboxone (buprenorphine hydrochloride;naloxone hydrochloride) as well as surgery (removal of essure and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. The reporter commented: the patient had the essure coils and had to have them removed. She was initially told that she was having a reversal, so she could get pregnant again. She also informed that she was told that they could not find any coils inside of her fallopian tubes, and instead she was asked if she had the coils put there in first place. Her answer was off course she did, as this was why she was having the operation at that point in time, to have the essure removed from her fallopian tubes so she could get pregnant again. They ended up fragmenting the coils inside of her and she had to have a hysterectomy. The patient still think she has fragments inside of her because of the pain she feels every day and was getting worse. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority tga (reference number: (B)(4)) on 05-sep-2022. The most recent information was received on 27-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("could not find any coils inside of fallopian tubes") and device breakage ("during removal, ended up fragmenting the coils inside of her") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("she thinks she still has fragments inside of her because of the pain"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and pelvic pain ("chronic pain / pain every day was getting worse"). The patient was treated with suboxone (buprenorphine hydrochloride;naloxone hydrochloride) as well as surgery (removal of essure and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. The reporter commented: the patient had the essure coils and had to have them removed. She was initially told that she was having a reversal, so she could get pregnant again. She also informed that she was told that they could not find any coils inside of her fallopian tubes, and instead she was asked if she had the coils put there in first place. Her answer was off course she did, as this was why she was having the operation at that point in time, to have the essure removed from her fallopian tubes so she could get pregnant again. They ended up fragmenting the coils inside of her and she had to have a hysterectomy. The patient still think she has fragments inside of her because of the pain she feels every day and was getting worse. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.